Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the MFR. Event codes were derived based on information provided by the foreign distributor. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a faulty user interface module (uim). The foreign distributor was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a returns good authorization (rga) number to the foreign distributor for the return of the alleged faulty user interface module (uim) for evaluation. As of the (B)(6) 2014 the alleged faulty user interface module (uim) has not been received. Should the alleged faulty user interface module (uim) be received and evaluated, a f/u medwatch report will be submitted.

Event description:
The following description of the event was copied by a carefusion technical support specialist from an email message from the foreign distributor. "We received the report of uim (user interface module) failure at (facility name removed), (B)(6). The details are as follows: avea s/n (B)(4); uim s/n (B)(4); software version: 4.6; problem description: touch screen function was not working (unresponsive) some membrane buttons did not function; cable connection checked, reseated the cable and connection, turn off/on the unit was done but the problem persisted; membrane buttons were further checked. Only alarm silence, manual breath, suction, ins and exp hold buttons could be activated".